Manufacturer narrative:
H6. Investigation codes: updated. Investigation summary: the affected device was returned for evaluation. Visual inspection performed. Dso (downstream occlusion) seal is bubbled. Functional testing performed. The customer's problem could not be duplicated as the device passed all functional testing within specification and with no failures. No probable cause could be determined. No repairs were taken to correct the reported primary problem as it could not be duplicated. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device failed volumetric test with 10% error accuracy. The event occurred during testing. There was patient no involvement, and no patient harm/adverse event reported.